Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified: broken shell, underweight and missing piece of the shell. A microscopic analysis was performed which opening striated in the posterior and consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on posterior side due to surgical damage; missing piece of the shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported reason for left side removal as "rupture". Device was explanted.